Manufacturer narrative:
(B)(4). Product not returned for evaluation. On a follow up call: customer stated he went to his doctor's appointment yesterday ((B)(6) 2015), customer stated the doctor perform a blood sugar test with his office meter and did a lab work and the result was very high for him, doctor adjust his medication. Customer stated is satisfied with his trueresult meter, so is the doctor. Customer stated he is feeling well and is following doctor's instructions. Customer stated his meter is working fine and does not need a replacement.

Event description:
Customer complains of high results. Customer states he feels well and do not require medical attention. The customer's expected blood results are 100-150mg/dl fasting. Verified the strips expire 07/23/2017. Customer confirms the strips are stored in the properly and were first opened (B)(6) 2015. Customers is concerned with the result of 356 mg/dl on (B)(6) 2015.